Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "received a call last night from physician had a patient on the table and the celect platinum g34505 would not flower or deploy fully. Physician acknowledged after further review filter was not placed in ivc and therefore placed another one under it in the ivc." Additional information provided 22may2018: "the filter was not properly deployed, that is why filter did not expand properly¿.no defect to filter but it was placed incorrectly." Additional information provided 23may2018: "two lot#¿s that were used. Lot # e3681704 & e3553164"

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis. 4112 - analysis of data provided by user/third party. 4114 - device not returned. Summary of investigational findings: investigation is based on event description and image review. The celect-pt filter appears to reside nearly entirely outside of the column of contrast seen within the ivc. There are several potential explanations for this positioning including having been inadvertently advanced either into an accessory right renal vein or potentially a lumbar vein. Or, the other potential possibility is that the filter was inadvertently advanced through the wall of the ivc and is entirely extravascular, with only the feet remaining at the junction of the defect with the ivc wall. The complaint report describes the physician stating "celect platinum would not flower or deploy fully," initially. The physician later realized the "filter was not placed in ivc and therefore placed another one under it in the ivc". There is no description in the complaint report regarding any abnormal sequence of events leading to this misplaced ivc filter. The preplacement venogram was also not submitted to help evaluate whether a large collateral was present in this region. Given the angle of the sheath coming from the left iliac vein essentially matches the angle of the ivc filter, the deploying physician likely pushed forward with the deployment device with the end of the sheath abutting the right lateral wall of the ivc, allowing the filter to either engage with a collateral or push through the wall of the ivc. The IFU states the introducer should be stabilized and the sheath should be withdrawn exposing the ivc filter, which was not likely followed to result in this appearance. There is a small possibility that the entire deployment sheath was advanced into this collateral and the introducer sheath was withdrawn deploying the filter in this orientation, but this is unlikely as a venogram should have been performed prior to deployment and one would have noticed the sheath not to be in the ivc, but rather in a collateral. The complication observed is a direct result of use of the device. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.